Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000409.

Event description:
It was reported that a patient developed an unspecified infection after the duodeno videoscope was used on them. Additional information was requested but no further information was received at this time.

Event description:
It was reported that the patient was readmitted with infection and exhibited tachycardia, hypothermia, and a rigid/swollen abdomen. Blood culture was positive for s. Marcescens and e. Faecalis. The patient was treated with zosyn. The patient is stable and has been discharged to home.

Manufacturer narrative:
This report is being supplemented to provide correction to a2, a3, a4, a6, b2, b5, b7, e2, e3, g2, and h6 for information inadvertently left out from the initial MDR. This report has been submitted by the importer under this MDR report number (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation, results of third-party testing, and lms final investigation. Additionally, to provide an updates to fields (d8, h3, and h4). The lm reviewed the customers provided the cds processes where no obvious deviations from the instruction for use (IFU) were identified. The device was evaluated by olympus, and the third party culture results were positive. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: biopsy channel, suction channel. Cfu: unknown (blood agar). Bacterial identification: bacillus licheniformis. Sampling date: (B)(6) 2024. Sampling from: biopsy channel, suction channel. Cfu: unknown (sabouraud dextrose agar). Bacterial identification: bacillus licheniformis. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the subject device and the subject events were unable to be determined. The specific root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.